Event description:
"During the operation, a 36 khz handpiece handpiece was reported to have lost working power. After inspection, the handpiece passed initial prime handpiece test at 80%. During load test, the handpiece did not recover (power) when load is applied." The surgery was delayed (the length of the delay is not known). Reportedly the pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.